Event description:
It was reported that the device was "not implanted/wasted". However, through follow-up with the surgeon, it was learned that the device was explanted at implant (after an implant duration of zero days), due to it not being properly prepped. As a result, the device was not sutured, and had to be removed.

Event description:
It was reported that the display on the insulin pump was blank. The reported blood glucose reading was 134 mg/dl. Troubleshooting was performed, but the display could not be restored. Nothing further was reported.

Manufacturer narrative:
Device not returned. This event was determined to be reportable per edwards lifesciences procedures. The event was learned through implant patient registry. Through follow up with the health care provider (via fax), additional information and the operative report was received. A device history record review is in process.

Manufacturer narrative:
The device history record (DHR) review was completed, and this device passed all manufacturing and sterilization inspections with no nonconformance.